Event description:
It was reported to philips that the system gave an alert indicating the fluoroscopy storage was not possible, preventing cine. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the clinical procedure was completed as planned, despite the error. The philips remote service engineer (rse) checked the system remotely with the customer and customer stated that the system showed a message ¿exposure not possible. Reselect application¿. The review of system log files indicates fluoro storage was not possible due to an image disk problem (>rel7.2). The philips field service engineer (fse) went onsite and observed warning message during a procedure ¿no flouro images save¿. Upon troubleshooting, the fse ran the pc diagnostic tool test on the image storage pc, which passed. To resolve the issue, the fse recreated the image and reloaded the software on the x-ray pc. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.